Event description:
During a routine programming appointment affected channels were seen. The number of affected channels has gradually increased.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. In addition a complete insertion was not achieved at implantation surgery. Reportedly two channels were left outside of cochlea. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but has not been scheduled yet.

Event description:
During a routine programming appointment affected channels were seen. No change in hearing performance with the device was noted. However, since then the number of affected channels has increased. Re-implantation was performed on the (B)(6) 2021.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Additionally, two channels were left outside of cochlea since initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine programming appointment affected channels were seen. The number of affected channels has gradually increased.